Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that approximately one-month post implantation, the patient experienced symptoms described as " pain or discomfort" at the surgical site. This event subsequently resulted in the loss of the dental implant.